Manufacturer narrative:
The reported event could be confirmed. Device inspection revealed the following: the u-blade lag screwdriver gamma3®, the inner rod and the compression wheel showed significant traces of an intense use. One of the pegs of the screwdriver received was found to be completely broken off. The broken off pieces were not returned. The breakage surfaces showed the typical structure of a forced, ductile fracture due to overload with an evident material displacement. A pre-damaging of the instrument in prior surgeries could not be excluded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. IFU clearly instructs user that, before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. Potentially reduced accuracy in guidance is usually found during functional check (required as per IFU). Pre-supposing that a check for damage / function was carried out prior to surgery, the cause of the event can only be found in the intra-operative procedure. Otherwise, the reported problem would have been realized at that time and another device would have been used. Based on investigation, the root cause was attributed to user related issue. The failure was caused by application of excessive force during prior procedure. If any further information is provided, the complaint report will be updated.

Event description:
It has been reported by the customer that the screwdriver was broken in the first use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It has been reported by the customer that the screwdriver was broken in the first use.